Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform bts test as the sensor is beyond its expiration date.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 93 mg/dl and sensor glucose was 56 mg/dl at the time of incident when it triggered threshold suspend. The customer also reported that they were experiencing high blood glucose of 448 mg/dl at the time of call. The customer also reported that the blood glucose reached 600 mg/dl due to treating with sensor glucose reading. The sensor was returned for analysis.